Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The unspecified target lesion was located in the distal left circumflex artery (lcx). The apex flex monorail was advanced to the target lesion and inflated however, the attempt to increase pressure to 6 atms was unsuccessful as the balloon was unable to hold pressure. Upon review the balloon was noted to have a "pinhole rupture". The balloon was replaced with a different device and dilation was completed successfully. No patient complications or injuries were reported. The patient status is reported as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).